Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that the screws appear to be 14mm in length instead of the 20mm in length they should be. It is also reported that the screw head is different from what it should be.